Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with a bifurcated stent graft and a suprarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately four (4) years post initial procedure, a type 3b endoleak was reported. As of the date of this report, an interventions has not been scheduled and there have been no additional patient sequelae reported.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed at the completion of the clinical assessment, clinical was unable to find substantial evidence to support the following event of a 3b endoleak due to lack of relevant medical records and/or imaging available for review. However; there was evidence of non-endologix left common iliac artery stents present prior to the initial endovascular aneurysm sealing system (evar) procedure. This is outside the indications of use (off - label) and is considered a contributing factor to this event however procedure related, device, user, procedure or anatomy relatedness could not be determined with the medical records and/or imaging available for review. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx with duraply.

Event description:
Additional information: during the investigation of this event, evidence of non endologix left common iliac artery stents were present prior to the initial endovascular aneurysm sealing system (evar) procedure. This is outside the indications of use (off - label).